Event description:
It was reported that during a lap gastric bypass procedure, the device did not staple. The device was reloaded and the device only delivered one side of staples. The procedure was completed with sutures. There was no pt consequence.